Manufacturer narrative:
During the evaluation of the device at the MFR's service center, the remote alarm connector was found to be broken. The device's interface board was replaced to address the issue.

Event description:
A ventilator was returned to the MFR for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported.